Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the cause for the reported failure to advance and material separation was due to operational context. The damage to the guidewire occurred from the reported interaction between the stent and guidewire¿causing the reported failure to advance. While the guidewire was attempted to be withdrawn, the guidewire became separated at the distal tip¿causing the reported material separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H3 - correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
It was reported the pressurewire x, (pwx ) wireless failed to advance through the implanted stent. The tip of the pwx got stuck in the stent during advancement and the tip separated in two pieces. The separated tip was retrieved with a snare device. A new pwx was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.